Manufacturer narrative:
Patient code - (B)(4). A hemostasis treatment was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, the doctor started firing the first reload at the time of vein treatment, when an onomatopoeic sound was heard at the tip of the reload, even when the doctor fired to the end and returned the knife, from near the tip to the middle until the knife returned, onomatopoeic sound was heard. As a result, the tip part of the staple line was not formed and oozing bleeding occurred as a result of the issue. A hemostasis treatment was performed. A similar event occurred when the second reload was used on the lung pulmonary parenchyma.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. The visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.